Event description:
Rptr indicated that handheld "got stuck" during software upgrade process. The handheld and flashcard were returned to MFR for analysis.

Manufacturer narrative:
A device malfunction is suspected but did not cause or contribute to a death or serious injury.